Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record (DHR) was unable to be reviewed as the lot number was not provided. Based on the information received, the cause of the reported pericardiel effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2020-00014. During a premature ventricular contraction procedure, a pericardial effusion occurred. Mapping was being performed in the right ventricle with a non-abbott catheter. The ablation catheter was inserted through the introducer and advanced toward the right ventricular outflow tract, however a subtle blood pressure change was observed and the patient became hypotensive. Trans-thoracic ultrasound was performed and revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.